Manufacturer narrative:
The device from the reported event has not yet been received by the manufacturer, therefore, a device failure analysis is not available at this time. Upon receipt of the device/completion of the investigation, a follow-up medwatch will be submitted.

Event description:
Customer reported noted "dusky-red foreign material" inside the tubing of a pressure monitoring line approx 10cm from the male luer connector. This was noted during unpacking of the device; it was not used in the procedure. The device is being returned for evaluation.